Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer's complaint. Functional testing was performed and the reported issue was duplicated. The cause of the problem was attributed to corrupted flash memory. The main printed circuit board (pcb) was replaced rectifying the issue.

Event description:
It was reported that the pump had a flash memory error and when the field service came out, they set the drug library to default. There was no patient involvement. The device has not been able to be used since field service worked on it.